Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold. Technical services (ts) discussed device using high percentage of power usage. Additionally, a review of a stored atrial tachy response (atr) noted possible oversensing. An analysis of device data confirmed this device was depleting normally. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold. Technical services (ts) discussed device using high percentage of power usage. Additionally, a review of a stored atrial tachy response (atr) noted possible oversensing. An analysis of device data confirmed this device was depleting normally. Subsequently this lead was reprogrammed to set outputs manually. This rv lead remains in service. No adverse patient effects were reported.